Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: clinician reports blue bullseye obtained and later cxr shows tip in upper svc. No evidence of withdrawal, migration or in situ malpositioning of catheter after insertion. Clinician concedes that it's possible that the biosensor was inserted past the end of the catheter accidentally and reports they are having difficulty seeing the marker mark on the biosensor. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: clinician reports blue bullseye obtained and later cxr shows tip in upper svc. No evidence of withdrawal, migration or in situ malpositioning of catheter after insertion. Clinician concedes that it's possible that the biosensor was inserted past the end of the catheter accidentally and reports they are having difficulty seeing the marker mark on the biosensor. No patient injury or complication reported. The patient's condition is reported as fine.